Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a false alarm and beep three times but there will be nothing on the screen. Customer blood glucose level was unknown. Troubleshooting was performed. The product was not returned for analysis.